Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that the infusion set fell off during use. The set was use for one day. The patient replaced infusion set and resumed insulin successfully. No further information available.